Manufacturer narrative:
We cannot confirm or deny that liquiband exceed caused a serious injury. There is a small percentage of the population with a natural sensitivity to cyanoacrylate adhesive. This is indicated in the instructions for use (IFU).

Event description:
According to the reporter, after laparoscopic sleeve gastrectomy, redness and blisters were noticed at the site of where the skin glue was applied. The patient went to her primary physician who treated the patient with antibiotics. The patient presented in the clinic 4 days later with continued symptoms. The surgical glue was then removed, antibiotics was stopped, and oral benadryl was recommended. Symptoms were resolved 2 days after the glue removal.